Event description:
It was reported that the patients ipg takes longer time to charge and does not hold a charge for a long time. The patient underwent an ipg replacement procedure. The explanted device will not be returned.